Event description:
It was stated that the customer was hospitalized for erratic blood glucose. The most current blood glucose reading was 100 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests and the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.